Manufacturer narrative:
Device evaluation : one level one was received for investigation with a cracked reservoir tank cover, enclosure has paint chipped, corroded pole clamp, and a missing aux outlet label. It was also noted the device had the following old style components: pcb, enclosure, reflux plug, line cord, and reflux plug. The device was then powered on device to test an audible indication of alarms. It was found that the speaker on the pcb was defective. Based on the evaluation, the complaint was confirmed. The problem source for the event and defective speaker could not be identified.

Event description:
Information was received that a smiths medical level 1 hotline low flow system, has no audible alarm. No adverse effects have been reported.